Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one endo gia¿ ultra universal short stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during the thoracotomy procedure the instrument made a clicking sound and would not fire. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with pmv representative straight and roticulator¿ loading units. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may. For example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the sixth firing of the bronchial tree of a vats procedure, the surgeon bent the reload, pushed the green button, ensured that the handle was in activation position, and pumped the handle once. There was a clicking noise and the reload could not be fired anymore. Like idle running, the handle could no longer be pumped. The scalpel was moved forward in the reload and the staples were b-formed. A new reload was used but the handle could not be fired. The surgeon converted to an open procedure.